Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis revealed normal battery depletion. It was noted the no output and telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) with suspected premature battery depletion and high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.